Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, noted a low blood glucose of 44 mg/dl by fingerstick, disconnected from the device to avoid further lowering, and consumed carbohydrates to treat the low. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-management at home without medical intervention or hospitalization, no ketone testing, and no steroid use. Investigation included complaint handling, user interview, and troubleshooting with education. Investigation of this case revealed that the cause of the hypoglycemia was not determined. It was concluded that the event was user-reported hypoglycemia with unclear cause and that no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.